Event description:
It was reported that during deployment, the filter was caught on the pusher wire. The physician attempted to release the filter by manipulating the system (tapping on handle) and was ultimately able to deploy the filter. Upon deployment, it was noted that the filter legs were crossed. The physician retrieved the filter with crossed legs and successfully deployed a second filter.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The event investigation is currently underway.